Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power cable on the hmii system controller, serial number (B)(6), was confirmed via customer submitted photo. The submitted photo showed the bend relief on the black power cable was damaged. The submitted log file was reviewed and showed the controller functioning as intended. Reported information stated that the patient¿s black power cable was broken with exposed wires. The patient had no alarms or symptoms. The system controller was not returned for further analysis. The root cause of the reported event was not conclusively determined via this analysis. Additionally it was found during investigation that the underlying layer on the black power cable strain relief was discolored consistent with fluid ingress. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii patient handbook rev. C, section 2 "how your heart pump works" cautions users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii IFU section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate ii patient handbook rev. C, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook rev. C, section "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black power cable was broken with exposed wires. The patient had no alarms or symptoms. Log file review was requested which revealed only routine events. The system controller was exchanged.